Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) on the homechoice (hc) machine during fill 1, patient connected. The patient ended therapy and was advised to call the nurse. The patient would drain manually and restart therapy as usual that night. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.